Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
H6: investigation summary: the complaint investigation for false positive result when using the bd max sars-cov-2 reagents (ref# (B)(4) lot 0189423 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications. Customer reported a false positive result (n1 and n2 target) on run #17 from instrument ct1859 but was negative with the test performed by a reference laboratory. Customer provided run #17 for analysis. Analysis of the curve for sample #7879 in run #17 shows a curve depicting true, but late, amplification of the pcr curve without any abnormal pcr curve behavior. The potential causes identified are either a true low positive result with a viral load close to the limit of detection or contamination occurring in the customer¿s environment during the customer sample preparation. There is no indication of an increase in complaints for false positive results for the bd sars-cov-2 lot 0189423. The root cause for the false positive result was not identified but a true positive sample at the assay lod or a contamination in the customer¿s environment is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Eua #: (B)(4)

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua #:(B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).